Event description:
Toray b31.3a dialyzer planned for 3 hr treatment. During treatment, blood leak alarm sounded on machine. Water effluent line tested with hemostick and was 3 + for blood. Physician notified and blood in dialysite discarded. Lines and dialyzer changed and treatment reinitiated. Hypotheses include handling, either on campus or at factory, pressure, etc. Procedure performed with mfg protocol.